Manufacturer narrative:
This complaint is part of the retrospective review and remediation per (B)(4), non-complaint retrospective review and remediation plan for mcs. This event has been updated to reassess the complaint classification and coding. Revision or updating to any other complaint information or tasks will be performed as applicable based on the reassessment. (B)(4) was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed intermittent decreases in power consumption and estimated flows starting on (B)(6) 2020 followed by a sustained decrease starting on (B)(6) 2020. 101 low flow alarms were logged since (B)(6) 2020. Information provided by the site indicated that, in addition to the low flows, the patient was admitted for a seizure and was given a sedative. A computerized tomography (CT) scan was performed and showed that the patient didn't have a stroke. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunctions. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flows due to low volume in the patient. Also, the patient was admitted for a seizure and was given a sedative. A computerized tomography (CT) scan was performed and showed that the patient didn't have a stroke. The vad remains in use. No further patient complications have been reported as a result of this event.